Manufacturer narrative:
Product is massive damaged by user. Dentist should have consulted instruction for use to prevent this from happen. Product was according to its specifications.

Event description:
Insertion post damaged during dental implant placement.